Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, sinus perforation, inadequate bone quality/quantity, mobility. After extraction 26, a mouth-antrum connection occurred, which had probably not fully healed at the time of implant placement.